Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that inappropriate shock was delivered when it comes to this device in (B)(6) 2018. Boston scientific technical services (ts) reviewed that case and discussed the morphology of the episode resulting in the oversensing and inappropriate shock. Undersensing was also seen at this time with no impact on the patients therapy. It was noted that the patient would be seen, and exercise testing would be performed to determine the best vector option for this patient. It was noted that the patient was programmed to secondary vector in (B)(6) 2018 and then back to primary vector at a follow up in (B)(6) 2019. No adverse patient effects were reported. The most recent information noted that this patient received an inappropriate shock once again. Possible oversensing of external noise was suspected when it comes to two untreated episodes reviewed in (B)(6) and (B)(6) 2019. The field representative noted that an automatic test was done and the device was programmed to the primary vector. An inquiry regarding the best vector programming was requested from ts. Ts noted that a drop in amplitudes was seen which could indicate a system migration or a patient condition. The low amplitudes resulted in oversensing and in turn inappropriate shock. Ts discussed preforming an x-ray to determine the root cause of this issue. The field representative noted that the patient was brought in for follow up and various postures were performed, but no changes in r wave was seen. Further review by ts noted that the changes in amplitudes or impedance might be related to the fact that the patient had put on or lost weight. Ts also discussed the different vectors and optimization of the system programming for this patient. Additional discussion regarding the vector being changed in (B)(6) 2018 was discussed as it was believed it was done with another programmer and the session on this date was missing from the server, thus it was not possible to see what led the user to change the vector. Additional information noted that a revision took place and the electrode was replaced as it appeared the electrode had migrate due to the patient's body size change. The device was programmed to primary vector. A stress test is scheduled for this patient. No adverse patient effects were reported. Additional information noted that a stress test took place. After conducting testing the alternate vector was chosen for this device and patient, as this appeared to be the best vector option. It was noted that a big change in morphology was noted when the patient was lying on the left side, while the other three postures were normal. The patient will continue to be monitored via remote monitoring.